Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set change call, the patient experienced a low blood glucose following a post-meal rise, reaching a nadir of 62 mg/dl for about 15 minutes, and received education regarding the learning phase, meal announcements, and the ilet correction algorithm. Symptoms included hypoglycemia. Outcomes included self-management with oral glucose and no need for medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of the low glucose was unclear. It was concluded that the event involved both high and low glucose readings with unclear causality and that the device was functioning within its learning and correction parameters. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.